Manufacturer narrative:
Health effect impact code added.

Manufacturer narrative:
The cause of the infection was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
A2, a4, and a5 are unknown. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
It was reported that a patient implanted with an impella 5.5 tested positive for drug-resistant bacteria, resulting in a total device replacement (intra-aortic balloon pump). No patient harm was reported.